Manufacturer narrative:
H3, h6: the device was returned for evaluation and had been intended to be used for treatment. There was a relationship found between the returned device and the reported event. The visual inspection prior to functional testing shows that the top lever on the tip of the pp connector was broken. The lever could not be closed caused by the missing top clamp. The connector was tested on a known good smart stich device and performed as intended. The complaint could be verified and the root cause could not be determined with confidence as the top clamp of the lever is broken. There are no manufacturing abnormalities with the returned device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, when the smartstitch was opened and taken from the box, it was found to be broken. Incident occurred before the procedure; therefore, there was no patient involvement.